Event description:
Report received from the USA stating that the motor and a long attachment were stuck. The device was being used during knee surgery, but there was no injury or medical intervention. It is unk if there was a delay in surgery. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).